Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the syringe plastipak 5ml s/su there was an issue with foreign matter. There was foreign matter in the syringe. The following information was provided by the initial reporter, translated from portuguese to english: 5ml syringe showed foreign body inside.

Manufacturer narrative:
DHR, maintenance record analysis and quality notification analysis were reviewed and no deviation was found for this batch. No samples / photos were sent by the customer so it was not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible to confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported that before use of the syringe plastipak 5ml s/su there was an issue with foreign matter. There was foreign matter in the syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: 5ml syringe showed foreign body inside.